Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited no capture at high outputs and poor sensing. The lead was explanted and a new lead successfully implanted. During the revision the physician said the lead felt loose but did not do fluoroscopy until afterward. There were no additional adverse patient effects reported.